Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source - foreign - (B)(6).

Event description:
It has been reported that the dermatome was not properly contacting the skin, producing uneven thickness skin shaving. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI- (B)(4). Product review of the electric dermatome (B)(6) by zimmer-taiwan on 23 march 2020 revealed that the motor, switch, bearings, o-ring, seal, reciprocating arm, and external e-ring were damaged. Repair of the device was performed by zimmer-taiwan on 23 march 2020 which included replacement of the following: motor, switch, bearings, rings, seal, reciprocating arm the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item/part family and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.

Event description:
No additional event information.